Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the b30 error was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source showed error b30 (scope communication error) during preparation for use. Additionally, it was reported to olympus technical assistance center (tac) that error code e31 was observed, and the image had dots on the monitor with the b30 error. However, the scope works with another 190 tower. There was a 15-minute delay noted and the intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. Additional findings were as follows: olympus lamp replacement required due to lamp life over 500 hours, and the front panel caution label was fading. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.